Manufacturer narrative:
The user facility evaluated the device. A possible cause is that the pad may have been punctured causing the leak. The device was replaced for the customer. H3 other text : single use product

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pad started leaking when attached to the temperature pump. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the pad started leaking when attached to the temperature pump. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.